Event description:
Product (B)(4) lot: a83431b, exp: 09/2013, when used with the tevadator/onguard system a chemical reaction occurred and plugged up syringe and a spray occurred in the pec. Apparently has to do something with polycarbonate syringes or polycarbonate needles.